Event description:
Device result was hi. The user blacked out. Emts were called and they used their meter to check the person's glucose and the result was 202 mg/dl. User was taken to the hospital for another illness - not disclosed. Controls were not used. The device was replaced and requested to be returned for evaluation.